Event description:
It was reported that: the staples were not firing properly. Recently we have been facing incidents with staplers; the staples were not firing properly. They are impossible to use. So another stapler has to be used.

Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35r 6/box lot# 73c2200217 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time since the sample is not available, it is not possible to determine the source of the defect reported or the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.